Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. The patient stated they had a developed a skin reaction with itching, burning, and blisters under the patch. This has resulted in scarring that has not healed. She visited the doctor on (B)(6) 2018, and was recommended to use cortisone ointment, cortisone spray, barrier cream, different tapes over and under the sensor, and various skin prep wipes. No additional patient or event information is available.